Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The manufacturer representative stated that the patient felt the device shocked him at the end of (B)(6) 2019. Patient fell on the device. Due to shocking patient has turned therapy off. Impedance check showed all electrode combinations are greater than 4000 ohms. Patient is scheduled for revision (B)(6) 2020. No further complications were reported.